Event description:
It was reported that the camera head exhibited vertical line appearance, optical fibers damaged in the middle of an unknown procedure. Per the report, "there was no downtime during the operation" . "The user immediately replaced the device with a similar model". The procedure was completed using similar device. There was no patient impact , no harm reported due to the event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, d10, h2, h3, h4, h6, h11 the device was returned to olympus repair center for the evaluation and reported problem was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cable disconnection and defective pixels. Based on the results of the investigation, the most probable cause of the image problem was cable unit disconnection which is the cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head exhibited vertical line appearance, optical fibers damaged in the middle of an unknown procedure. Per the report, "there was no downtime during the operation" . "The user immediately replaced the device with a similar model". The procedure was completed using similar device. There was no patient impact , no harm reported due to the event.